Event description:
The customer reported that during the case, the system stopped working. An unk error message was displayed. The customer reported this occurred during the lio mode. The surgeon was able to complete about 50% of the laser treatment. The customer attempted to troubleshoot the system and reset the laser several times. The surgeon switched from lio to cryopexy to complete the case after a 10 min delay. The surgeon stated the pt prognosis was good.

Manufacturer narrative:
The customer svc rep examined the system. The ktp cooler was reset. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes avail.